Event description:
The customer reported that while pumping up the bag, the roller clamp did not stop the flow of fluid through the tubing when closed. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue.